Event description:
It was reported that the ilet pump¿s screen was cracked and unresponsive, with only the unlock function working, consistent with a hardware screen damage issue impacting the user interface. Symptoms included no injury and no reported glycemic symptoms. Outcomes included the user¿s inability to operate on-screen functions, with continued cgm use via the dexcom app or receiver. Investigation included collection of device details, confirmation of return logistics, and instructions to power down and sync data prior to return. Investigation of this case revealed physical damage to the display that impaired touch responsiveness. It was concluded that the device required replacement due to screen damage, and the user would need to complete startup on the replacement device as data would not transfer.